Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) has been confirmed. Upon investigation the monitor delivered a low energy pulse during incoming functional testing at the distributor. The cause for the failure was isolated to contamination on the pins of inter-pca connector j1002. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low energy pulse.